Event description:
An end user reported, "patient had an allergic reaction to the bicep cuff."

Manufacturer narrative:
An end consumer reported, "patient had an allergic reaction to the bicep cuff." Deroyal industries inc. Requested the return of the device, however, it was unavailable to be returned. Deroyal reviewed the specifications as well as the work order for the lot of the shoulder imobilizer involved in the complaint and found no issues. Work in process was also reviewed and no issues were found within those records or inspections. The quality control inspection report was also reviewed. Eight units were randomly checked during the random inspections; all were found to be within specification and acceptable. Because of the nature of the reported complaint, an inventory check would not provide outputs for the investigation. A complaint to sales ratio was conducted between january of 2023 to september of 2025 and found to be (B)(4). Root cause: because the sample was unavailable for return and no issues were found in the production records, the root cause was unable to be determined. Corrective and preventive actions: because the root cause was unable to be determined, no corrective or preventive actions were taken. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.